Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was not turning on and she was not getting any blood glucose readings. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she put a quantum battery inside the insulin pump; however, the battery compartment was overheated and the battery was melting inside the insulin pump. The battery had hot and rough edges where the wrapping started to melt and ridgy. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.